Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change the on-screen prompt asking to confirm the presence of drops could not be selected, the ilet became disconnected from the mobile app, and the user required assistance to reconnect via bluetooth and perform a force restart and firmware update; the issue aligned with an unresponsive input control on the touchscreen component, and the highest reported glucose during the event was 208 mg/dl. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a software problem associated with an unresponsive key or button behavior localized to the touchscreen component, which was resolved after reboot, reconnection, and firmware update with setup completed without further issues. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.